Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to the regional repair center for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: due to damage on rear cover, water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, there was no image with the camera head. There were no reports of patient harm.

Event description:
It was reported, there was no image with the camera head. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name: (B)(6) three attempts were performed to obtain additional information, but no response was received from the customer. To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.